Manufacturer narrative:
H3) the monitor for the navigation system was returned to the manufacturer for evaluation. Analysis found that the monitor flickered momentarily and that there was a blank display when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was freezing and would automatically restart. The computer, surgeon monitor, and monitor cables were replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The first monitor cable was returned to the manufacturer for analysis. Analysis found the cable jacket has separated at the lemo connector. The shield wire has also separated. No bare conductors have been exposed. Otherwise, the cable passed a continuity test with no opens or shorts detected.. Analysis found that the reported event was related to a physical damage issue. The second monitor cable was returned to the manufacturer for analysis. Analysis found no apparent physical damage, but a continuity test and open from pin 10 of the hd26 connector to pin 16 of the fischer connector. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the ¿system was block¿. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating the system was freezing intermittently, and sometimes restarts automatically. It was also noted this issue was not a memory issue as there were not many patients in the data base.